Manufacturer narrative:
The reported event for ipg was not providing effective therapy was not confirmed. The return ipg passed all functional testing at lab bench and at the autotester. No root cause was identified for the reported.

Manufacturer narrative:
Date of event is estimated. Implant date is not available.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient has not recharged or used the ipg in over 6 months. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced restoring the therapy.